Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No, lens implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicm 13.7 implantable collamer lens in the patient's left eye (os) on (B)(6) /2013. The reporter indicated the lens had an excessive vault and there was significant reduction of irido-corneal angles. The patient complained of glares/halos. The icl remains implanted. The patient's best-corrected visual acuity was 20/100.

Manufacturer narrative:
Method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that excessive vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.). To prevent any of these complications from occurring, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect the outcome of the patient's vision. Conclusions: based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).